Manufacturer narrative:
(B)(6). (B)(4)

Event description:
The customer complained of low results for 1 patient sample tested for elecsys hcg test system (hcg) on a cobas 6000 e 601 module. The initial hcg result was 52.90 miu/ml. This result was reported outside of the laboratory and was expected to be higher. On (B)(6) 2018 the sample was repeated twice with results of 5890 miu/ml and 5847 miu/ml. These results were believed to be correct and the patient's report was amended to the result of 5890 miu/ml. There was no allegation that an adverse event occurred due to the device. The hcg reagent lot number was 248675. The expiration date was not provided. Calibration from (B)(6) 2018 was acceptable. Qc from (B)(6) 2018 were acceptable. The customer stated the initial sample contained micro clots and/or fibrin. Abnormal sample aspiration alarms were observed from the alarm trace on (B)(6) 2018. The investigation was unable to find a definitive root cause.